Event description:
It is reported that the device was implanted in 2000 and that the device broke in 2002 while patient was walking. Because the patient has a severe infection, the broken device is still implanted.

Event description:
It is reported that the device was implanted in 2000 and that the device broke in 2002 while patient was walking. Because the patient has a severe infection, the broken device is still implanted.